Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. All codes apply to the lead (39565-30).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient underwent a revision surgery because their 'paddle was in the wrong spot' and the hcp had to move it. It was noted that they turned stim off for surgery and then turned it back on again afterwards. The issue was resolved at the time of the report. No further complications were reported.